Event description:
The physician indicated that the patient's vns "battery went dead and that is all". No other information was provided.

Event description:
Clinic notes dated (B)(6) 2012 were received which note that the patient feels the vns is still not working right. The seizure average is two times a day and it is stated that the seizures have gotten worse. The patient is not feeling vns and the vns stimulator settings were adjusted. The output current, signal frequency, and magnet output current were increased. It was noted that some of the patient's seizures are lasting a little longer and harder. Attempts have been made for additional information; however, they have been unsuccessful. No additional information has been provided.